Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that after placing the right ventricular lead in the patient's body, the physician noted that the lead was kinked. The lead was no longer used and replaced. The patient was in stable condition post-surgery.